Event description:
There was no harm to the patient. Surgeon using the device, the coagulation button was not working when it was pressed. The cautery pencil was replaced with a new device without issues.